Event description:
It was reported that the user experienced fluctuating blood glucose levels while using the ilet, including a low of 59 mg/dl upon waking and prolonged hyperglycemia up to 400 mg/dl after a homemade pasta meal, with self-reported misannouncement of meal type and insulin delivery via an infusion set worn beyond the recommended change interval. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dka, or need for medical intervention, and the user self-treated the low with oral carbohydrates resulting in overcorrection. Outcomes included transient impairment requiring self-management and no hospitalization. Investigation included review of reported use patterns, meal announcement selection, pre-meal glucose status, and infusion set wear-time and replacement. Investigation of this case revealed user-related factors including announcing a lunch meal instead of dinner leading to higher insulin dosing, initiating a meal with a low pre-meal glucose, overcorrection of hypoglycemia, and extended infusion set wear potentially affecting prior correction efficacy. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user-related use errors and infusion site management factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.